Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patients ipg was not holding a charge. It was noted that the ipg was two inches deep causing the battery would not charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.